Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash (loss of fluid column) and air/gas in the device cannot be determined. The reported st-segment elevation appears to be a cascading effect of the air embolism, which resulted from the presence of air in the device. The reported patient effects of air embolism and st-segments elevation are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient, while removing the dilator and the guidewire, air was visualized at the proximal end of the sgc while negative pressure suction was applied. The patients st-segment elevated which was indicative of an air embolism the sgc was removed from the patient and the procedure was discontinued. There were no clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient, while removing the dilator and the guidewire, air was visualized at the proximal end of the sgc while negative pressure suction was applied. The patients st-segment elevated which was indicative of an air embolism the sgc was removed from the patient and the procedure was discontinued. There were no clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.